Manufacturer narrative:
The field service engineer checked the analyzer; there were no abnormalities. Precision testing was performed and passed successfully. The customer ran quality control successfully. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the tp2 (total protein gen. 2) and ca2 (calcium gen. 2) on a cobas 8000 c 702 module. Patient 1: the sample initially resulted in a tp2 value of 5.6 mg/dl. The following day a new sample draw of the patient at the hospital resulted in a value of 7.8 mg/dl. On (B)(6) 2023, the initial sample was repeated, resulting in a tp2 value of 7.8 mg/dl. The sample initially resulted in a ca2 value of 7.7 mg/dl. The following day a new sample draw of the patient at the hospital resulted in a value of 10.2 mg/dl. On (B)(6) 2023, the initial sample was repeated, resulting in a ca2 value of 10.1 mg/dl. Patient 2: the sample initially resulted in a tp2 value of 5.8 mg/dl. The following day a new sample draw of the patient at the hospital resulted in a value of 7.5 mg/dl. On (B)(6) 2023, the initial sample was repeated, resulting in a tp2 value of 7.4 mg/dl. The sample initially resulted in a ca2 value of 7.8 mg/dl. The following day a new sample draw of the patient at the hospital resulted in a value of 9.5 mg/dl. On (B)(6) 2023, the initial sample was repeated, resulting in a ca2 value of 10.0 mg/dl. The repeat values were deemed correct. The initial questionable results were reported outside of the laboratory. The tp2 reagent lot was 66367801 with an expiry date of 31-dec-2023. The ca2 reagent lot was 64590901 with an expiry date of 30-sep-2023.